Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, an aortic valve replacement procedure was performed and this 21 mm sjm trifecta gt valve was implanted utilizing the running suture technique. Following implant, echocardiography revealed grade ii paravalvular leakage and the patient was placed back on bypass to correct the leakage with the placement of two additional sutures. The valve remains implanted and the patient was reported to be in stable condition. Per report, the physician had to modify his suture placement on the sewing cuff due to the holder handle and suspects the leak to be a consequence of that.